Event description:
Conmed japan reported on behalf of their customer that as-ifs1, airseal ifs, 120v was being used during a robot assisted liver surgery procedure on (B)(6) 2025 when it was reported was reported that¿ gas embolism occurred while in use. Abdominal air pressure was 10. When I asked the doctor about it, he said that normally he would lower the pressure, but he had forgotten to do so on that particular occasion.". It was also reported that ¿gas embolism occurred, but no impact to the patient.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. There was no report of a device malfunction. This report is being raised on the reported injury due to the patient obtaining a gas embolism.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event ¿gas embolism occurred while in use¿ was inconclusive. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that as-ifs1, airseal ifs, 120v was being used during a robot assisted liver surgery procedure on (B)(6) 2025 when it was reported was reported that¿ gas embolism occurred while in use. Abdominal air pressure was 10. When I asked the doctor about it, he said that normally he would lower the pressure, but he had forgotten to do so on that particular occasion.". It was also reported that ¿gas embolism occurred, but no impact to the patient.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. There was no report of a device malfunction. This report is being raised on the reported injury due to the patient obtaining a gas embolism.